Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter power issues ¿ sometimes the meter would not turn on, and other times it would turn off during use. These complaints were classified based on the customer care advocate (cca) documentation. The patient was unable to state when the alleged issues first occurred. The patient manages their diabetes with ¿novalin 70/30 x2 per day, x4 metformin per day and 5mg glyburide x2 per day¿. It is not known whether the patient took any action with regards to this diabetes management routine in response to the alleged product issues. The patient stated that an unknown period of time after the alleged product issues first occurred they experienced the symptom of ¿frequent urination¿, however denied needing any form of treatment as a result of this symptom. At the time of troubleshooting the cca noted that there was misuse of the product, the correct test strips were being used and the issue could not be resolved. The patient¿s products were requested for evaluation and replacement products were sent to the patient. These complaints are being reported because, the patient was unable to test their blood glucose using the subject meter which led to them experiencing symptoms which are suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.